Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, consistent with a failure to infuse, and the user was guided to disconnect from the body, restart the device, perform a successful dry run to 80 units, and complete a full supply change using an inset site. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the issue associated with the motor component and characterized as a failure to infuse. It was concluded that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.